Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 400 mg/dl after the device was dropped, resulting in a cracked and unresponsive screen. The user¿s caregiver assisted with backup insulin therapy and hydration until the replacement ilet was delivered. No outside medical intervention was required.